Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 11:32:57. During night drain cycle 2, the patient's ultrafiltration reading was 2184ml, indicating the home patient (hp) drained 2184ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2184 ml during therapy initiated on (B)(6) 2011 at 11:32, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 11:32. Review of the event log revealed the cycle 2 did not receive a fill because a "drain not finished" alarm was bypassed in cycle 2, leaving behind 2000ml. Cycle 2 drain was completed on (B)(6) 2011 at 12:15:51 and the user's actual drain volume during cycle 2 was 2184 ml. The actual drain volume of 2184 ml is 109% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria.